Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the power issue began on (B)(6) 2016 at 7.30 am. The patient manages her diabetes with insulin (self-adjuster), and reported that in response to the alleged meter issue he took some exercise. Approximately 18.5 hours after the meter issue began, the patient reported that he developed symptoms of ¿disorientation, didn¿t know who or where he was, and wobbly¿. He reported having his blood glucose tested on an emergency room meter and obtained a result of ¿287 mg/dl¿. The patient reported receiving ¿food and drink¿ from a non-healthcare professional, as treatment for the alleged symptoms. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product and the correct strips were being used. The csr noted the subject meter did not power on manually or with a button press when a new test strip was inserted. The csr noted that the battery needed replaced, and following a new battery being inserted the meter turned on. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.